Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to a high blood glucose level about 4 months ago. He declined to be transferred to the 24 hour helpline. Customer's blood glucose level was not reported. The device was not returned.